Event description:
It was initially reported to boston scientific corp that an ultraflex covered esophageal stent was used during an endoscope stent implantation procedure performed on (B)(6), 2009. According to the complainant, during the procedure the stent would not deploy. The procedure was completed with another ultraflex covered esophageal stent. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as stable. This event has been deemed a reportable event based on the investigation results of partial deployment. Although the complainant confirmed no deployment of the stent occurred, it could not be determined when the partial deployment occurred.

Manufacturer narrative:
A visual examination found that the distal stent loops were partially deployed by approx 6mm. It was possible to deploy the remainder of the stent without any issue noted. Examination of the deployed stent and the delivery system found no issues. Based on the review of the potential root causes, the most probable root cause for the reported event is a design issue. A labeling review identified that the device was used per the ultraflex esophageal directions for use (dfu). A review of the mfg documentation found no anomalies or deviations during the manufacture of this batch. At the time of this investigation, it was noted that there have been no other complaints reported relating to this defect for this particular batch. (B)(4).